Event description:
It was reported that the customer had an unspecified cartridge issue. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer.